Event description:
Consumer reported complaint for error message (e-5). The customer is having chest palpitation, thirstiness and frequent urination; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 136 mg/dl using true metrix meter. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/23/2027 and per the customer the open vial date is (B)(6) 2026.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: chest palpitation, thirstiness and frequent urination. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the initial concern is resolved - unable to establish contact with customer at this time.